Manufacturer narrative:
The mg2 reagent lot number was 93303201 with an expiration date of 31-oct-2027.

Event description:
We received an allegation of discrepant results for 1 patient sample tested for magnesium gen.2 (mg2) on a cobas c 303 analytical unit. The initial result was 2.79 mg/dl. The sample was repeated twice with results of 1.52 mg/dl and 1.53 mg/dl.